Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection cable that was not properly stated. The cable was replaced to resolve the reported problem. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately prompted to "select defib mode". Complainant indicated that there was no patient involvement in the reported malfunction.